Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator only operates on battery power. It was unknown how the issue was found. There was no patient or user harm reported. The customer stated that if the battery is removed from the device, the device switches off, and alarms. It was then reported that the device was not receiving any power from the wall outlet. It was noted that no further actions were performed by philips at the time, as the customer reported that they would perform the repair and call back after the completion of the repair. A follow up was performed with the customer, and it was reported that the part that required replacement was the power supply. The customer reported that the device has not been repaired pending staff approval. They could not provide any details about when the device would be repaired. The complaint will be processed for closure. In the event that parts are returned, or if additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.